Event description:
It was reported that shaft break occurred. During unpacking of a 2.00mm x 12mm emerge balloon catheter, the body of the balloon was noted to be separated. The procedure was completed with a different device. There were no patient complications reported.